Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -15.45%. There was no reported adverse event.

Manufacturer narrative:
Corrected data: information was on the original RMA form indicating that there was no patient present at the time of the event and the issue occurred during testing.

Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were able to duplicate the pump's accuracy issues. The expulsor will be replaced to bring the accuracy back to manufacturing specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.